Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and replaced the touchscreen. Subsequent functional testing did not identify further issues and the device was returned to service. Through follow-up communication, livanova (B)(4) learned that liquid had entered the touchscreen. A photo confirming the root case was provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue and livanova (B)(4) has initiated corrective action.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump would not take commands during a procedure. There was no report of patient injury.